Event description:
Healthcare professional reported right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, one curved opening and flat creases. A microscopic analysis and leak test were performed which identified, one opening striated, wear abrasion. And void >1 mm in non-textured, valve-to shell-bond area. Fill inspection was performed and identified, no blockage in the valve. Based on the device analysis, the final assessment is: one opening striated in the side anterior assessed, as surgical damage.

Event description:
Healthcare professional additionally reported, "particles in valve" against right side.